Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the representative. It was reported that the cause of kinked catheter was not determined. The issue was resolved as the healthcare provider (hcp) fixed the issue at the time of the surgery. No further complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). A copy of computed tomography (CT) or imaging results of the catheter in-vivo was not available.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial (B)(4), implanted: (B)(6) 2017, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot (B)(4), ubd: 27-apr-2019, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving morphine at 200 mcg/ml and 60 mcg/day via an implantable infusion pump for the treatment of non-malignant pain. It was reported that the patient had a loss of therapy and the healthcare provider (hcp) attempted a cap dye study. The hcp was unable to aspirate from the cap. The patient had a catheter revision done on (B)(6) 2018 and it was found that the pump end catheter at the connector was twisted/kinked. They revised the pump end of the catheter and aspirated from the cap freely. They were just priming the total catheter volume. The event date was asked but unknown and it was unknown if it was considered a sudden or gradual change in therapy/symptoms. No further complication was reported.